Event description:
During the procedure of breast rfa by xl. One tine was broken and fell off during first deployment. It was taken out from the pt finally.

Manufacturer narrative:
The complaint was confirmed. However the cause of the broken tine could not be determined.